Event description:
It was reported to boston scientific corporation on march 19, 2009, that a stonetome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6), 2009. According to the complainant, during the procedure, the device would not bow inside the patient. The procedure was completed with another of the same stonetome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4). (Will not bow). The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date and expiration date are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).